Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a continuous glucose meter (cgm) read customer's blood glucose (bg) as "high"; cause was due to the cartridge "needed to be changed". Customer was to change the cartridge and deliver a bolus. However, a cartridge alarm occurred. Multiple cartridges were used. Customer reverted to using an alternate method of insulin therapy.